Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material adhered to forceps elevator/ right/left angulation control knob was dirty, remained due to imperfection of proper reprocessing caused by leakage in the device. The event can be prevented by following the instructions for use: "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection shows how to detect the events. Evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the events." Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, [evis exera ii duodenovideoscope], to the olympus service center. Upon inspection and testing of the returned device, it was observed that the forceps elevator had foreign material. It was unknown what the foreign material was, but it was reported that it was yellowish/brown in color. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The asset device was returned to olympus for evaluation and the investigation is in process. During the inspection of the returned asset device, other malfunctions found were, leakage between the up/down knob and the control unit. The right/left knob was dirty. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down and the right/left knob was out of the standard value. Due to deformation of the up/down knob, water tightness was lost. The adhesive on distal end was detached. The connecting tube was wrinkled. The suction-cylinder was shaved. The light guide-cover glass had a dent. The forceps channel port had a dent. The grip, the scope-cover, switch 1, the universal cord, the scope connector, the scope cover unit, the protector of the universal cord on the scope-connector side, and the plastic distal end cover were all scratched.